Event description:
We received an allegation of questionable high inr results with coaguchek xs meter serial number (B)(4) and that the patient had a stroke after getting the meter. The date of event is an approximation; the reporter alleged high inr results "since (B)(6) 2021." The reporter alleged a comparison was made between the meter and an unknown laboratory method and the results "did not match." The comparison results were requested but were not provided. The most recent result from the meter was 5.2 inr. According to the meter memory, this result was on (B)(6) 2022. The following information was not provided: therapeutic range whether the alleged stroke was a hemorrhagic stroke or an ischemic, embolic stroke. Indication for vka specific comparison results inr results prior to the stroke time line of the stroke including date or timeframe of event clinical symptoms at time of stroke current condition/status medical history co-morbidities medication at time of stroke diagnostic results at time of stroke hospitalization/any treatment due to the stroke the reporter declined to troubleshoot the allegation of high inr results and also declined to provide any information related to the stroke. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result alleged by the customer was in the meter memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The component code was updated.